Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had repeat primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals was removed or broken on the bottom case. The top case and right plunger case were cracked, and the ear clip was chipped out. Error code was found in the ehl (event history log). The customer reported problem was not duplicated during the investigation. The root cause of the reported problem is unknown as no problem or fault was found. Replaced top case, plunger assembly and ear clip due to physical damage and cleaned and greased the motor assembly. A CAPA was created for the primary audible alarm background test issue which is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 4000.